Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s928usqs5czd2. Hardware: sm-s928u. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation causing redness and swelling had occurred while wearing the pod between 4 and 24 hours. The patient reported a blood glucose level of 202 mg/dl. The patient¿s blood glucose levels had been out of control throughout the day despite not eating anything. It was reported that the patient did not feel the insulin going into their body when a bolus was delivered. No alarms or alerts were received from the pump. The patient stated that the pink slide did move forward and the cannula had initially inserted into the skin. No further information was reported.